Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However a closed patient line clamp is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A batch review was conducted for potentially associated lot number h14a27062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the initial drain phase of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that a clamp was closed on the patient line during priming. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.